Event description:
There was a report that the pump turned off because the battery had not been charged for a day. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support in resetting the pump, and no malfunction code recurred after the reset. The customer was advised to continue using the pump and contact support if any issues reoccur, which was acknowledged and understood.